Event description:
During a pt cholecystectomy procedure, the surgeon reported that the introducer sheath (sheath) would not advance over the instrument delivery tubes (idt) and the device could not be retracted. The incision was enlarged to facilitate removal of the spider device. No injury or impact to pt care was reported. The device was not returned to tranenterix, inc. For evaluation.